Manufacturer narrative:
A direct correlation between the device and the reported hemorrhagic stroke and subsequent patient expiration could not be determined through this evaluation.the heartmate ii lvas IFU lists bleeding, stroke, neurologic dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system.no further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the patient was diagnosed with a nontraumaatic intracerebral hemorrhage in the cerebellum. Patient was bed bound and presented to the ed with acute changes in mental status, a CT of the head showed a right cerebral hemorrhage with intraventricular extension; patient was dnr/ dni. Patient had a history of strokes and seizures and was on lacosamide p.o. The device operated as expected and will not be returning for evaluation. Additional information was requested but not received.

Manufacturer narrative:
Approximate age of device ¿ 2 years 5 months 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported through patient outcome that the patient was expired due cerebral bleeding. No further details were provided.